Manufacturer narrative:
The complaint received states that during an interventional procedure a hair was discovered in side of the sterile pouch of the si avanti 7f catheter. Per the account, as they were preparing for the procedure, a hair was found inside the sterile pouch. The product was not clinically used. To date the product has been unavailable for analysis. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15278777 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 10 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. (B)(4) was generated for lot 15278777 due to a validation/qualification of grinders cutter machines ID #(B)(6); protocol (B)(4) (confirmation run to verify that the production process was not impacted by changes made to the equipment. Refer to cr (B)(4)). Since the validation/ qualification was successfully approved through dcr's (B)(4); engineering study number (B)(4), the lot was accepted and the pths was closed. This nonconformance bares no relation to the complaint reported. No excursions were found for lot 15278777. The operator qualification records for seal tray and label tray according to (B)(4) and packaging operation according to (B)(4): 46 were reviewed. The operators that performed these operations were qualified on the appropriate manufacturing work instruction revisions at the time of the lot manufacturing. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As they were preparing for the procedure, a hair was found inside the sterile pouch. The product was not clinically used.